Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer chose to perform an internal water pathway replacement to repair the device. The device has undergone repair. Thus, returning it to specification and full functionality.

Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was identified as potentially contaminated during an on-site inspection, and forwarded pictures of the internal tubing to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the customer perform a quarterly cleaning and disinfection procedure according to the IFU, and to perform hpc testing to gain a quantitative analysis of water quality. No patient involvement was reported. Hpc test results confirmed the water quality was outside of cardioquip specifications on 06/03/2024.